Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing investigation was performed for the subject device (angled stardrive screwdriver t8 with sleeve/self-retaining, part number 03.617.900, lot number 7957346). The investigation of the complaint screwdriver has shown that the t8 tip on the movable t8 component of the cardan coupling is broken off. The sidewalls on the movable component are bent outwards and one of the two holding pins is broken off. Because of the damage the relevant dimensions cannot be verified anymore. The device history record review shows that the device fully met specifications at the time of manufacturing and distributing in july 2012. The microscopic investigation shows the typical fracture pattern of a forced rupture. With the available information we are not able to determine an exact reason of breakage. However, the technique guide describes that the final tightening and removing of the locking screws must be done with additional instruments than the complained screw driver t8 self-hold angled w/sleeve. Not following the surgical technique may end in breakage of the screwdriver and could potentially harm the patient. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was initially reported on (B)(6) 2015 that the coupling component at the screwdriver tip had fallen apart. The issue was discovered during routine inspection at the synthes loan department and was initially determined to be a non-reportable event. There was no report of patient or surgical involvement. Upon evaluation of the returned screwdriver, it was determined that the t8 tip on moveable t8 component of the cardan coupling was broken off on (B)(6) 2016. The event was re-evaluated and determined to be reportable due to a broken instrument tip. This report is 1 of 1 for (B)(4).